Event description:
Customer reported that a patient identified a leak in one bag at their home during the patient's tpn infusion. Customer further responded that the infusion had gone several hours without issue until the patient fell asleep during the infusion and woke up with leaked tpn on the patient and surrounding area. There were no leaks apparent when the rod was removed prior to beginning the infusion. There was no report of patient injury or medical intervention as a result of this event. The sample was not returned for evaluation. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be filed.